Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood set in which a leak occurred near the junction of the drip chamber to the tubing. According to the report, the ambulatory care center sets-up the y-type blood sets in the morning to prepare for the day. According to the report, the nurse was priming the blood set with normal saline when a leak was observed near the connection of the drip chamber and the tubing. The leak was reported to be a rapid leak, and was reported to "spray everywhere". The fluid did not come in contact with the nurse. The nurse visually inspected the tubing and found a tear in the tubing near the drip chamber. It was clarified that the set remained completely connected, and the tubing had not completely separated from the drip chamber. There were no reports of patient involvement, patient injury, adverse events, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported two occurrences and returned two actual samples for evaluation. This report will address the first of the two samples. Both samples arrived out of the pouch primed. During the cleaning process a leak was observed at the outlet port of the filter housing of both samples. Visual inspection under a microscope revealed that both samples have a hole in the tubing approximately 1/16 of an inch in diameter located at the outlet port and tubing junction. Therefore, the reported condition was confirmed. An assignable root cause was not determined.